Event description:
It was reported that during routine follow-up, the lead exhibited low impedance. No intervention was reported. The patient was stable and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.